Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The physician believed the pressure regulating balloon had migrated, therefore there was not enough pressure to fully coaptate. A revision surgery was performed in which the balloon was removed and replaced with a new one. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that balloon had migrated out of its sub muscular position. The patient was said to be good after the procedure. No more information available at the moment. Should additional information become available, it will be provided.